Manufacturer narrative:
A ge service representative performed an on site investigation. The specified failure could not be duplicated. As a proactive measure and based on checking the 5 v supply to the fluoro function board, the chips on the fluoro function board (ffb) were reseated and the generator interface pcb. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the image quality on the 9900 system was poor. It was also reported that the c-arm was "beeping" even after the fluoro footswitch was released. Tried to reboot the system and the system would not produce x-rays. After a second reboot attempt the unit would produce x-rays. There was no report of patient injury.